Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The device was received with case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that the insulin pump had blank display. The blood glucose was 104 mg/dl. The customer stated that the insulin pump was exposed to the moisture. Customer states display is blank currently. Advised to remove the battery and insert battery alarm did not display on the pump screen. The customer stated that contacts on the battery cap are neither missing nor damaged. The device will be returned for the analysis.